Event description:
It was reported that a catheter issue occurred. The opticross 6 hd imaging catheter was prepared using a double flush technique and initially displayed imaging as expected prior to insertion. Upon insertion and re selecting live imaging, the display turned black and no image was visible. The catheter was removed and flushed again; however, the image remained black. A second catheter was prepared in the same manner and exhibited the same issue. The procedure was completed with a third catheter, which was prepared and functioned as expected without issue. It was noted that air was not removed from the catheter during flushing. No patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of cause not established following a review of the reported events details, available information, and product record review. The device was not returned for analysis, limiting further assessment. Improper handling, device manipulation, or not following instructions may have contributed, but no additional information was available.